Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device using the pre-close technique via an 8f sheath prior to an ablation procedure. Reportedly, a second suture was attempted to be preplaced; however, a cuff miss [suture retrieval issue] was noticed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.